Event description:
The customer reported elevated troponin I (access accutni) results, for three patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. This report is two of two referencing the two patients without change in treatment. The customer recalibrated the assay and noted calibration failed with bad fit. The customer stated the initial results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with the two patients. Subsequent testing of the patients' samples, on the same instrument, produced lower results within the normal reference range. Controls were within specifications on the day of the event. The customer performed system check which failed. During troubleshooting with beckman coulter customer technical support (cts), the customer replaced the aspirate probes and retested system check which passed within specification. Patient samples are collected in 13x75 mm lithium heparin gel tubes and are centrifuged in a swing-bucket centrifuge at 3,500 rpm (rotations per minute) for 15 minutes, at room temperature. All samples in question were from the emergency room (ER). No sample integrity issues were noted. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. In conclusion, system hardware is the likely cause of the event. After replacements of the aspirate probe, the customer was able to obtain passing system parameters as well as correct patient results. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-01108.